Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented/detected by following the instructions for use described in the instruction manual ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the laparo-thoraco videoscope exhibited image noise, and no image was displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.